Manufacturer narrative:
The pusher and detached implant coil were returned for analysis. The implant coil was not attached to the pusher and was stretched on the proximal end; however, the proximal tie knot and marker band were intact. The end of the monofilament was not visible on the implant. The distal tip of the pusher was intact and not kinked. The hydrogel was dehydrated with blood on the surface indicating that it was inside the catheter or vessel of the patient. Based on the investigation, the complaint could not be verified as implant coil was stretched at the proximal end and detached from the pusher. This is consistent with the attachment monofilament being subjected to tensile force greater than what was required to initiate stretching of the coil. The implant is broken detachment zone but not broken into two spate pieces. There is not enough evidence available to confirm that a premature detachment occured.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not been returned for evaluation.

Event description:
It was reported that resistance was encountered during advancement of the coil. During the removal attempt, the coil detached in the microcatheter. Both segments of the coil were removed together with the microcatheter from the patient. There was no reported intervention or patient injury. The patient was reported to be stable.